Event description:
Complaint received reporting balloon inflation failure with use of one 41229-02 7f heparin coated catheter, lot# 36-738-sl. The catheter was successfully pre-tested prior to use of 7fr. Introducer (manufacturer model not reported). The incident was reported as follows "...catheter balloon burst or unable to inflate after insertion into patient...". The catheter was removed/replaced with no further incident. There was no reported adverse pt. Consequences and or outcomes. Device return: one used 41229-02 7fr. Td catheter was returned. Although requested the involved ancillary devices, ie introducers, contamination shield were not returned for analysis. Visual inspection and analysis (pre and post decontamination) of the 41229-02 7 fr catheter was performed. The results recorded the catheter balloon was extensively damaged/torn. Based on the visual inspection, the reported inflation failure was confirmed. Additional engineering analysis of the catheter components identified no mfg. Defects, dimensional non-conformances and or out of spec conditions that would have contributed to the product issue.

Manufacturer narrative:
Record and dfu label reviews: a review of the mfg. Lot build database for the reported lot #36-738-sl (mfg date: 01/2014) shows (B)(4) units were mfg, tested, inspected and released. There were no exception documents generated during the lot build. Usage information reports a 7fr introducer was used with the 41229-02 7fr catheter. Findings: based on the "as-received" condition of the returned 41229-02 catheter the reported balloon inflation issue was verified. The root cause of the catheter balloon inflation problem was due to the extensive damage to the balloon. The damages most likely are a result of contraindicated use of an incorrect size introducer. The investigation report, photographs and highlighted sections of the directions for use (dfu) have been provided to the facility contacts.